Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation. An electronic video was submitted for review. The device can be seen in the video outside of any packaging. The device is noted to be bloody, and water can be noted to be leaking from the distal portion of the balloon. The investigation is confirmed for the reported rupture, as the device was noted to be leaking from the distal portion of the balloon from the video review. The definitive root cause for the reported rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiration date: 01/2023), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 25 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However a video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 25 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.